Manufacturer narrative:
Visual inspection performed by r&d project manager. During the analysis it is evaluated that almost all the ha coating on the stem body has been correctly absorbed by patient bone. Only some fragments are present on the very distal part of the stem. Some signs and scratches are present on the neck part of the stem, probably due to revision surgery. It is not possible to determine the root cause of the reported patient pain and stem mobilization. Clinical evaluation performed by medical affairs director. Hip revision surgery performed 7 years after cementless total hip arthroplasty in a young woman ((B)(6) year old at time of primary implantation). In the radiographic images provided alteration of bone morphology and density are visible. Aseptic loosening is a possible, literature described adverse event and causes are often unknown. The reason of this event cannot be determined. Batch review performed on 09.sept.2021: lot 143806: (B)(4) items manufactured and released on 28-july-2014. Expiration date: 2019-june-30 no anomalies were found related to the problem. To date, all items of the same lot have been sold without similar reported event since 2017.

Event description:
Revision surgery was performed 6 years and 11 months after the primary surgery due to stem loosening.